Event description:
It was reported that a short circuit was found on contacts 0 and 3. It was noted that impedances of less than 50 ohms were measured. It was noted that the patient had a short circuit prior to the implantable neurostimulator (ins) replacement. It was noted that this short was confirmed in pre-op testing and post-surgery with the new ins. It was noted that the short circuit did not impact the therapy efficacy. It was noted that the patient was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0313882v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0313910v, implanted: (B)(6) 2003, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).